Manufacturer narrative:
The device was returned and evaluated. The complaint could not be substantiated. The seat had foam and no wood was felt.

Event description:
Consumer's daughter alleges there is no stuffing in the seat and you can feel the wood which is allegedly giving her mom sores.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Consumer's daughter alleges there is no stuffing in the seat and you can feel the wood which is allegedly giving her mom sores.